Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that was reported had a bad experience in the past where the patient was "kind of electrocuted". No further complications were reported. No additional patient symptoms were reported.